Event description:
Pt had reflux, nausea, vomiting and pain after device placed. Pt requested physician explant device, and device was explanted 8 days after implantation. Physician felt there was no problem with the device itself, and that the pt did not allow sufficient time to adjust to the device.